Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. After analyzing the diagnostic logs and the complaint information, it was determined that the clinician set the philips monitor up in the incorrect order. The pressure on the hemosphere needs to be zeroed before the ancillary monitor is zeroed in order to ensure that the values match. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this event the diagnostic logs found no fault with the hemosphere monitor.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is not expected to be returned for analysis; however, the diagnostic logs are expected to be received. Upon the return of the diagnostic logs a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a mitral valve replacement plus cabbage, using this hemosphere instrument, issues were found after zeroing the system with sending the pressure signal out. The clinician observed discrepancies between the philips monitor and the hemosphere instrument. The trends were not matching and the readings were off by 20mmhg. The philips monitor was zeroed first and then the hemosphere was zeroed. Troubleshooting with zeroing and sending the signal out were successful and then the values matched. The trends were still looking a bit different, but the trend scales were changed and then they were fine. There was no allegation of patient injury. The device was not available for evaluation. The diagnostic logs were available.